Event description:
User facility reports incident of a leak between the arterial dialyzer connector and the tubing found at initiation of treatment. The arterial portion of the tubing was discarded resulting in ebl = 81cc. A new arterial line was set up to complete treatment. No patient injury of need for medical intervention is reported. This MDR is filed for blood loss only. The actual complaint sample was discarded at the time of the incident.